Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue and confirmed that the device was shipped according to specifications. It has been over 2 years since the subject device was manufactured. A definitive root cause for this issue was not established. However, it is presumed that the defective item was caused by stress of repeated use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts or other irregularities. Inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities. Holding the insertion tube gently with one hand, carefully run your fingertips over the entire length of the insertion tube in both directions. Confirm that no objects or metallic wire protrude from the insertion tube. Also confirm that the insertion tube is not abnormally rigid. In addition, the following non-reportable malfunctions were found during the device evaluation: scratches and chips found throughout the device, adhesive around light guide lens is peeled, nozzle is deformed, paint on scope cylinder is peeled, forceps channel port is shaved, and control unit has discoloration. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera duodenovideoscope had improper forceps insertion. During inspection and evaluation, there is a gap between the plastic cover and the bonding part of the distal end of the device. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.